Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring broke. Another kit was opened and while using that one, the c-ring on that device broke as well. A third hemopro was opened and the case was completed. The harvester said that this has rarely, if at all, happened before. She attributed it to the tight lower leg of the patient and not enough soft tissue having been dissected prior to using the c-ring. Evh technique to avoid having issues with the c-ring and hemopro moving forward . The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Blood was observed on the c-ring, the metal wire and scope wash tubing. Blood was also observed on the cannula and handle. During visual inspection, the plastic c-ring on the cannula was observed to have been melted and cut in half longitudinally between the flanking curved areas. The scope wash tubing and the c-ring and the metal wire and c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device, the reported failure "break" is confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring broke. Another kit was opened and while using that one, the c-ring on that device broke as well. A third hemopro was opened and the case was completed. The harvester said that this has rarely, if at all, happened before. She attributed it to the tight lower leg of the patient and not enough soft tissue having been dissected prior to using the c-ring. Evh technique to avoid having issues with the c-ring and hemopro moving forward . The hospital did not report any patient effects.